Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). Rep was with the patient in the clinic setting up the stimulation and when they laid on their side, it was not recognizing their position. Technical services reviewed angle adjustments and timing to get into the position. Rep stated that the angle adjustment worked on one side. They plan to adjust it on the other side as well. Additional information was received from the manufacturer representative (rep). Rep stated that the patient (pt) laid on their side, the battery would tilt, confusing the adaptive stimulation reading. Rep said they had tried to palpate the battery while setting up adaptive stim. Rep said they still had a lot of trouble so eventually they tried to "set to the reclining position the same as the lying left or right setting". Rep said the healthcare provider (hcp) was aware and that the pt stated they would call if it was not working. Rep had not heard back from the pt yet so they assumed issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.